Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The blood glucose reading was 68 mg/dl. The insulin pump was cracked at the corner of the display screen and by the battery compartment. The insulin pump passed the self test. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents and passed the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No damage was found on the lcd isolation tape during our visual inspection. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.